Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The device was explanted and replaced. There were no additional patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 0145328017, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 0146290005, model/catalog description: control pump fgs iz, unique identifier (UDI) # (B)(4).